Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the entire plunger assembly was missing. A review of the event history log identified force sensor test and primary audible alarm post in history. During functional testing the device went into force sensor test mode error at power up due to the missing plunger assembly components. The root cause of the issue was by the customer's incorrect assembly of the device. Installed and assembled the entire plunger assembly components, replace the speaker and interconnect board, and perform preventative maintenance and all functional tests.

Event description:
It was reported that the pump failed preventative maintenance. No patient injury was reported.